Event description:
It was reported to philips that the system's l-arm was unable to perform geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the planned/non-emergency treatment procedure that was to occur at the time of the event was completed as planned by using the operating room monitor display. No harm or injury was reported to philips. A philips field service engineer (fse) inspected the system on-site and confirmed that there was no issue with the l-arm geometry movements. It was confirmed that no system malfunction had occurred. The fse determined that the system was functioning as intended and the system was returned to use in good working order. The codes were updated based on the investigation outcome.